Event description:
It was reported to boston scientific corporation that a amplatz guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complaint, when the guidewire was removed from its packaging, it was noticed to be damaged. The damage was described as peeling and no part of the guidewire was reported to have detached. The procedure had been completed with a different device with no patient complications. The patient's condition has been described as stable. On (B)(6) 2011, preliminary investigation results revealed that the corewire had fractured, making this a reportable event.

Manufacturer narrative:
Component code 1260 relates to device code 769 for the reported event of corewire fracture. A visual examination of the returned device revealed that the distal tip was damaged and unraveled. The guidewire could not be removed from its hoop, as it was stuck to the hoop cap. Closer examination revealed that the corewire had fractured. Analysis by scanning electron microscope (sem) revealed that the fracture surface exhibited elongated dimples rupture in a twist direction evidence of torsion overload. Failure occurred due to a torsion overload, which is related to the manner in which the guidewire is handled, therefore the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review revealed no other complaints reported for lot number 13790615.